Event description:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Philips received a complaint on the heartstart mrx defibrillator indicating that the device had a "beep" sound and the device displayed an error when turned on. The device was not in clinical use at the time of the event, no patient harm was reported. Analysis was performed by the customer only. Based on the good faith effort (gfe) response, the issue was confirmed by the customer. The device alarmed when performing the self-test. However, the cause could not be determined and after performing a subsequent operational check, no further issues were observed. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.